Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic roux-en-y, on the first endo stitch, the needle kept falling out even though it seemed to be loaded correctly. The needle fell into the patient's cavity and was retrieved using grasper. When the surgeon would close the handle, the needle looked crooked. Another reload was used instead. On the second endostitch, the handle was difficult to toggle when on a tissue. It would toggle fine when not passed through tissue. The surgeon had difficulty squeezing the handle, and the scrub nurse would use two hands to toggle the device. Another handle was used to complete the case. There was no patient injury.